Manufacturer narrative:
Medwatch sent to FDA on 06/24/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of visible nodule, lesion, swelling, possibility of biofilm, and hypersensitivity reaction type IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of visible nodule, lesion, swelling, possibility of biofilm, and hypersensitivity reaction type IV as follows: precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the forehead for the wrinkles in the upper face with juvéderm volbella with lidocaine. Six months later patient was injected to the cheekbone area with unspecified juvéderm voluma. Approximately one year later patient was injected to the perioral wrinkles and lip area with juvéderm volift with lidocaine. ¿in the past and at intermediate intervals of [patient¿s] last treatment [they] had followed several treatments in different areas with juvéderm ultra 3.¿ after nearly three months patient developed ¿visible nodule in the left upper lip.¿ patient was treated with intralesional cortisone and there was ¿regression of lesion.¿ seven days later patient had ¿swelling in the right upper lip and simultaneously visible nodule at this part too.¿ patient was again treated with intralesional cortisone and ¿the problem decreased.¿ over time the patient developed ¿nodules in all areas¿ that were injected with hyaluronic acid, ¿even in areas that [the patient] was injected two years ago (forehead, nasolabial folds & cheekbones).¿ the patient is currently on treatment with antibiotics to ¿rule out the possibility of the existence of biofilm¿ and is taking cortisone with continued infusions of intralesional cortisone when new nodes develop. A company representative thinks the patient ¿is going to show multiple nodule due to delayed hypersensitivity reaction type IV.¿ symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00490 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma, also a device manufactured by allergan.